Event description:
Microaire received a report claiming that a 0.035 inch diameter kirschner-wire "broke off..short end in metacarpal bone. C-arm used to locate k-wire, incision made in attempt to retrieve broken piece. Broken piece retrieved by surgeon."